Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 20-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-feb-2018 with the following findings: a review of the pump¿s alarm history showed a cs128 alarm occurred on 19-oct-2017. During testing, the pump successfully completed the ez-prime steps were performed correctly with no call service alarms occurring. All currents readings were found to be within specification. The complaint of the cs 128 call service alarm issue was shown in the pump history but was not duplicated during investigation. The pump¿s cover was removed and no intermittent condition was found to the power printed circuit board. Unrelated to the original complaint, investigation revealed a crack in the battery compartment at threads on the side. The returned battery cap was undamaged and fit securely. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.